Event description:
The doctor indicates that he had an issue while inserting the guidewire. He reports that the guidewire felt flimsy and had problems kinking. What usually took 5 minutes resulted in taking 25 minutes. The patient condition is reported as "fine". There was no patient complication, injury or consequence. Therapy was reported to be de layed/interrupted.

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). Lot# unknown. Potential lot# 23f18h0541.

Event description:
The doctor indicates that he had an issue while inserting the guidewire. He reports that the guidewire felt flimsy and had problems kinking. What usually took 5 minutes resulted in taking 25 minutes. The patient condition is reported as "fine." There was no patient complication, injury or consequence. Therapy was reported to be delayed/interrupted.